Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported 32056 error was confirmed but not replicated. In system logs, the 32056 error was found indicating an i2c device error on the axes controller, carriage (acc) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house patient side cart fixture test platform (pftp) and passed all relevant testing within specification. While the definitive root cause could not be established as failure analysis found no issues during in-house testing and visual inspection of the returned usm and the issue could not be replicated, a possible cause is attributed to an electrical malfunction of the carriage instrument sterile adapter (isa) printed circuit assembly (pca) in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that universal surgical manipulator (usm3) went down on the system with error 32056 observed. The user power cycled the system, but the error persisted. Error 32056 and other usm3 errors were found in the logs, leading the user to forgo using the da vinci system for the case as all four usms were needed. The procedure was aborted with no known impact or patient consequence reported.